Event description:
It was reported that the device exhibited a faulty air in line sensor as it was erroneously sensing air in the line. The event occurred during testing. There was no physical damage reported, no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a dented air detector, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.